Event description:
Additional information: during the pocket revision surgery, excess scar tissue was removed where the catheter attached to the pump.

Event description:
It was reported that a pocket revision was done. The patient had a weight loss of 60 lbs since implant, and the pump was repositioned due to being close to the skin. The patient indicated that the pump was once again getting close to the skin and was going to speak to the healthcare provider (hcp) regarding this. Further detail was later provided by the hcp about the previous pocket revision. According to the operative note, the pump pocket site was unstable or painful, and therefore, a revision of pump pocket with re-implantation of the pump was done on (B)(6) 2011. The hcp noted that the pump over the right hip had become painful following weight loss, and desired pump pocket revision in order to decrease pain at that site. There were no procedure complications. Pump was refilled and re-programmed during the procedure. The medications delivered by the pump were fentanyl and baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).